Event description:
Additional information was received indicating additional reprogramming was performed to resolve the event. The patient was in stable condition.

Event description:
It was reported that during a remote follow up, post-paced t-wave oversensing (pptwos) was noted on the device. Abbott technical support was contacted and the device was reprogrammed. Pptwos reoccurred following programming. Abbott technical support was again contacted and additional reprogramming of the device was recommended. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.